Event description:
As reported by an Edwards Lifesciences affiliate in Japan, approximately six (6) years and eleven (11) months post transfemoral transcatheter aortic valve replacement (TAVR) procedure with a 23 mm SAPIEN 3 (S3) valve, severe central regurgitation was observed. The central regurgitation was reportedly perceived to be due to a leaflet issue; however, the specific leaflet issue was unknown. To address the central regurgitation, a valve-in-valve TAVR procedure was planned and scheduled.

Manufacturer narrative:
The investigation is ongoing.